Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; no further information is available. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: review of the black box data and download history revealed records of call service alarms (054/052/012) occurring on january 15, 2015. On investigation, the pump powered on per normal operation. Ez-prime steps were successfully performed without call service alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate program without any call service alarms occurring during that time. The pump case was removed for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged call service alarm issue and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).